Event description:
The manufacturer received information from the patient's family alleging a ventilator service required condition had occurred on a trilogy evo device. A sales representative visited the patient's home, and confirmed the alarm had occurred on the device. The sales representative replaced the device at the patient's home. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed while performing the operational check on the device. The manufacturer's service technician observed error code e-384 (pressure sensor mismatch) in the device¿s event log. The manufacturer's service technician further evaluated the device internally and found an adhesion of dirt on the flow sensor and in-line proximal filter. The manufacturer's service technician replaced the flow sensor and in-line proximal filter to address e-384. After replacing the parts on the device, the manufacturer's service technician performed final and run-in tests, along with the battery and valve checks. The manufacturer's service technician determined the device was operational and cleaned it.